Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings of the motor device were damaged. It was further determined that the cable/cord/wiring, locking components, locking parts, motor and control were damaged. It was further determined that there was a hole/cut in hose and a liquid damage and the hose was cracked. It was further determined that the device failed pretest for loctite and cable assessments, motor thermistor assessments, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body (42), safety assessment, noise assessment, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.